Event description:
The voluntary medwatch reported the following event: the patient developed a hemorrhage in the right lateral cerebral ventricle at the time of removal of a catheter that had been placed in the ventricle 2 days earlier during surgery for a chiari malfunction and syringomyelia. Patient required external csf drainage for one week after this reported event. Patient has reportedly fully recovered form the intraventricular hemorrhage.